Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator generated a technical error codes indicating power error. The field service engineer (fse) investigated the reported ventilator on-site. The fse replaced the monitoring printed circuit board (pcb) to resolve the issue and sent it back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The failure did not cause any damage/injury to operators/patients or delays in procedures. The returned monitoring pcb has been tested in a ventilator. It alarmed directly for technical errors indicating power and barometer errors, after the start-up. It was impossible to start simulated ventilation. Further investigation, revealed an imbalanced wheatstone bridge on the pressure sensor (barometer) placed on the monitoring pcb. The pressure sensor cavity was free from dirt or debris. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. It was possible to reproduce the claimed issue at the manufacturer site. It has been confirmed that the replaced pcb was the cause of the issue due to a defective pressure sensor on this pcb.

Event description:
Manufacturer's ref#: (B)(4).